Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the pancreas during an open procedure, the jaws of the stapler was lock on tissue, however the stapler was slid off the tissue laterally, but the jaws did not open. They pulled the goggles back to the proximal side, still the jaws of the stapler would not open. As a result, they were unable to unload the device. It was also reported that surgical time was extended for 30 minutes trying to get the stapler off the tissue. There was no patient injury.